Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem customer technical support. Customer cleared the alert and resumed insulin therapy, and changed the pump supplies and resumed insuliin therapy. Customer¿s blood glucose level was 245 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.